Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high impedances were found on left lead and patient could no longer receive efficacious therapy. Amplitude turned down to 0 at time of battery interrogation. Left lead impedances were c<(>&<)>0-4 ,364 c<(>&<)>1-4,669 c<(>&<)>2-5,126 c<(>&<)>3-5,101. The left lead disconnected from extension and tested with twist lock cable in operating room. Impedances remain high on testing lead. Left lead was replaced with new one on (B)(6) 2021. All impedances with in normal range and green after new lead implanted.